Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. Complaint could not be confirmed for the failure mode reported as no sample or picture was provided for analysis by the customer. The device history record was reviewed and it was confirmed that no discrepancies were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and lots were released. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Other, other text: g5:510k and b3: date of event are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the dopamine tubing was found leaking from the stopcock. It did not seem to be leaking above the stopcock, from the bag or from the syringe. The tubing seemed to be filled with bubbles and upon further inspection, the tubing was wet and the label on the tubing was saturated with fluid. The dopamine was actively running at 4mcg/kg/min and is unknown if the patient was getting the correct dose due to the leak. The patient had an arterial line and remained stable during the issue.